Event description:
The customer reported that his olympus visera pro xenon light source¿s main lamp was not igniting, causing the spare lamp to come on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The main lamp was not powering up, causing the spare lamp to come on due to an igniter and converter failure. Additionally, the output connector was found worn and the chassis had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty igniter and converter could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during a procedure. Beyond that, the initial reporter could only confirm the event date as 9/12/22 and that there was no patient harm reported. All other information is unknown.